Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, since the recipient was explanted because of a staphylococcus aureus infection of the implant area and subsequent extrusion at the implant coil. A review of the device_s sterilization records shows that the device has been subjected to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
The user was suffering from an infection at the implant site which was noted around july 2021. There was a skin infection and subsequent exposure of the implant. Performed cultures showed staphylococcus aureus growth. The user has been explanted and implanted on the contra-lateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is suffering from an infection around the site of the implant which was noted around (B)(6) 2021. There was a skin infection and exposure of the implant after the infection at the incision site spread to the coil area. Cultures of the infection identified staph. Aureus growth. The clinic is considering explanting the current side and re-implanting the contra-lateral side.